Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm but not replicate the customer complaint "error 319". Visual inspection found no damage. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The jaw moved with a full range of motion, and no damage was found at the distal end that would cause any failure of the instrument. The instrument articulated as expected. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the vessel sealer extend instrument was not articulating correctly. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.